Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one controller and two batteries were not returned for evaluation. Four batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the devices passed visual inspection and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed a premature power switching event that was due to a communication error involving third battery. Analysis of the data log file revealed a momentary disconnection that did not lead to premature power switching involving second battery. Momentary disconnection will result in an audible tone or "beep". Log file analysis revealed five controller power up events on (B)(6) 2021 at 02:40:30, 04:03:15, 22:26:27, on (B)(6) 2021 at 02:25:58, and on (B)(6) 2021 at 06:17:46. No anomalies were observed leading up to the losses of power. The controller was without power for 10 seconds, 7 seconds, 13 seconds, 10 seconds, and 9 seconds, respectively. Analysis of the alarm log file did not reveal any power disconnect alarms within the analyzed period. However, review of the data log file revealed multiple instances involving five batteries where the batteries' relative state of charge (rsoc) values were logged between 101-201, which are indicative of communication errors. As a result, the reported premature power switching, "beeping", loss of power, and communication error events were confirmed. The reported damaged battery cable events and power disconnect alarms could not be confirmed; however it is likely that the observed communication errors contributed to the reported power disconnect alarms. A power source lubrication procedure had been performed on first battery in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2018. A power source lubrication procedure had been performed on three batteries in accordance with the requirements under fsca cvg-18-q4-19 on (B)(6) 2019. The second battery was lubricated prior to release. There is no evidence that a power source lubrication procedure was performed on fifth battery. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; the most likely root cause of the reported damaged battery cables event can be attributed to handling of the devices as described in the reported event. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The most likely root cause of the reported premature power switching event can be attributed to a communication error between the controller and battery. Possible root causes of the reported communication errors can be attributed to momentary disconnections on the communication pins of the controller, the controller not receiving responses from the battery, and/or due to the packet error checking method detecting bit errors. The most likely root cause of the reported beeping event can attributed to a momentary disconnection due to temporary corrosion of the controller-port/power-source pins. Additional products: d4: bat602043 h3: yes h6: img code(s): g02002 h6: FDA method code(s): c04 h6: FDA conclusion code(s): d02 d4: bat850744 h3: yes h6: img code(s): g02002, g0403401 h6: FDA method code(s): b17, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat651774 d10: yes, return date:25-mar-2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat651776 d10: yes, return date:(B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat813178 d10: yes, return date:(B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 d4: bat651778 d10: yes, return date:(B)(6) 2021 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant medical products: dvfc3d, ICD, implanted (B)(6) 2020; 0184, lead, implanted: (B)(6) 2011. Additional products: heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-jun-2019 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 24-jun-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 25-sep-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 08-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-oct-2018. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 30-sep-2020 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 06-sep-2019. Labeled for single use: no. (B)(4). Heartware ventricular assist system ¿ battery. Model #: 1650 / catalog #: 1650 / expiration date: 31-oct-2019 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 09-oct-2018. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the battery cable was damaged on two of the patient¿s batteries. The patient indicated that their dog had chewed on the cable. It was also reported that numerous power disconnect alarms were found on five of the patient¿s batteries and communication errors noted on five of the batteries. The patient reported that at times they heard erroneous "beeping" (as if making a power connection). It was suspected that the batteries were power switching. The controller also had numerous losses of power while power sources were attached. The batteries were replaced and the controller remains in use. No patient complications have been reported as a result of this event.